Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the stable base-shell. A leak test and microscopic analysis were performed which identified a sharp opening on the stable base-shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the stable base-shell assessed as an unidentified tear opening.

Event description:
Healthcare professional reported a hole in the back in the tissue expander along the seam. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a hole in the back in the tissue expander along the seam. Device has been explanted.